Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device not holding the burr could not be confirmed. However, during evaluation, it was determined that the device overheated in 10 seconds (126.7 degrees should be less than 20 degrees above ambient room temperature). It was further noted that the locking components were damaged causing heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not holding the cutting burr device. During an in-house engineering evaluation, it was observed that the device overheated in 10 seconds (126.7 degrees should be less than 20 degrees above ambient room temperature). It was reported that there was no delays and an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly